Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. The keypad was worn, which has no effect on insulin delivery function. The complaint of intermittently unresponsive keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and contamination was found underneath the down button and contrast button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down and contrast buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.